Event description:
Meter checked good with test solutions but readings back to back change greatly, ex 422 test again within 2 min 190. Called personal physician and co concerning meter, did solution test meter tested good, yet test readings were still bad, they determined meter was defective.